Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method - patient selection - morbid obesity. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose a-t device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, one week after arteriotomy closure, the patient developed sweating and red irritation 3cm by 3cm at the access site. The symptoms resolved after treatment with ancef. There were no reported adverse patient effects. Though requested, no additional information was provided.